Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic appendectomy, the surgeon inserted a pouch to retrieve the appendix. It was noted that there was a tear or hole in the pouch, which allowed the appendix to slip through while attempting to remove it. The pouch was entirely removed from the patient and inspected by the surgeon to confirm that all parts, including the string, were retrieved. A different retrieval tool was then used to remove the appendix.